Event description:
A family member reported that the keypad has been intermittently responding for the last month. The family member confirmed that the pump and keypad were intact and not exposed to moisture. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to this complaint, the display screen was found to be dim with a red tint. A review of the device history record confirmed that the pump was operating within specifications at the time of release.